Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker stopped sending scheduled remote transmissions to the clinic. The clinic attempted to have the patient send a manual transmission but a device read error occurred. An inductive transmitter was also used but the same error occurred. The patient was brought into clinic and another attempt was made, but the device read error occurred again. Technical services were contacted and no issue with the pacemaker's telemetry either with radio frequency and inductive communication was observed. Fresh software was recommended to load onto the pacemaker and this was attempted twice. Both times an error occurred. The process was abandoned due to a lack of further time and the pacemaker was re-interrogated. No device consequences were noted. Due to the unresolved device error, the patient remains without a working home monitor. There were no patient consequences and technical services will continue to look into the load software issue.